Event description:
The recent download from a (B) (6) male pt revealed several "charge profile fault", "converter error" and wrench code 29 flags. Support contacted the pt and there was no answer or voice mail. On (B) (6) 2009 and (B) (6) 2009 support tried to contact the pt again. They also tried the alternate contact was the sister at the same number. On (B) (6) 2009 the pt talked to the sister. The sister stated that the pt has been in the hospital for a few weeks with a non cardiac related issue. She was unsure if he will remain in the system. On (B) (6) 2009 the pt contacted support to let them know he has been discharged from the hospital and will continue to wear the device. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was displaying "charge profile fault", "converter error" and wrench code 29 flags. The monitor was opened and it was found to have a defective capacitor bank. The monitor would not have treated if needed. The root cause of the defective capacitor bank was a cold solder joint on the defibrillator pca. The monitor was repaired, requested a restocked. No adverse event resulted from the monitor failure. The pt received a replacement monitor.